Event description:
It was reported that the arcticsun device displayed dashes for the patient's temperature via esophageal probe. The device displayed an alert 14 and the nurse confirmed that the temp in cable was firmly connected to temperature port 1. Ms&s suggested getting another temperature in cable. Ms&s called back and the nurse stated she wiggled the cable and the temperature displayed.

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause of the reported issue could be a defective temperature cable. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿warnings ¿ do not use the arctic sun® temperature management system in the presence of flammable agents because an explosion and/or fire may result. ¿ do not use high frequency surgical instruments or endocardial catheters while the arctic sun® temperature management system is in use. ¿ there is a risk of electrical shock and hazardous moving parts. There are no user serviceable parts inside. Do not remove covers. Refer servicing to qualified personnel. ¿ power cord has a hospital grade plug. Grounding reliability can only be achieved when connected to an equivalent receptacle marked ¿hospital use¿ or ¿hospital grade¿. ¿ when using the arctic sun® temperature management system, note that all other thermal conductive systems, such as water blankets and water gels, in use while warming or cooling with the arctic sun® temperature management system may actually alter or interfere with patient temperature control. ¿ do not place arcticgel¿ pads over transdermal medication patches as warming can increase drug delivery, resulting in possible harm to the patient. ¿ the arctic sun® temperature management system is not intended for use in the operating room environment."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the arcticsun device displayed dashes for the patient's temperature via esophageal probe. The device displayed an alert 14 and the nurse confirmed that the temp in cable was firmly connected to temperature port 1. Ms&s suggested getting another temperature in cable. Ms&s called back and the nurse stated she wiggled the cable and the temperature displayed.